Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0 cm. The reported events of loss of capture and failure to sense were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an atrial lead revision procedure. Prior to procedure, the intracardiac electrograms indicated that the atrial lead was dislodged. Testing revealed loss of capture and loss of sensing. The lead was explanted and replaced. There were no adverse events experienced and the patient was recovering.